Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that, md placed guide wire into place, measured length, did not pre-drill, placed 4.0x48 cannulated screw over guide wire and introduced it into bone with power, and within 1/3 of the way in, the screw started to unravel. Screw was then removed; along with as much metal fragments as possible and then a new 4.0x46 cannulated screw was put in its place without any problem.